Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis manifested by abdominal pain and vomiting. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified intravenous antibiotics (dose and frequency not reported). At the time of this report, the patient remained hospitalized for unrelated indications, but was said to have recovered from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.